Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent robotic-assisted abdominal wall repair between july 2016 and march 2020. There were 312 patients in the study of which 174 were inguinal hernia repairs, and 138 were abdominal wall hernia repairs. A self-fixating mesh mesh was used in 92 patients, a three-dimensional monofilament polyester was used in 56, a transparent macroporous polypropylene composite was used in 3. Postoperative complications included: seroma, infection, hematoma, uncontrolled pain. Readmission was required for pain control and wound infection while seromas did not require treatment.

Manufacturer narrative:
Title: robotic abdominal wall repair: adoption and early outcomes in a large academic medical center source: journal of robotic surgery (2022) 16:383¿392. Https://doi.org/10.1007/s11701-021-01251-2. If information is provided in the future, a supplemental report will be issued.